Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker system implant procedure. Upon interrogation post-procedure, it was noted that the atrial lead was exhibiting ventricular sensing. A chest x-ray was performed and the atrial lead was found to be dislodged. The atrial lead was repositioned and the patient was in stable condition throughout the procedure.